Event description:
It was reported that the cartridge did not fully snap into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect the pump and remove an o-ring from the pneumatic tap area, which resolved the fitting issue. The customer successfully reloaded the cartridge onto the pump and declined further assistance, stating they would call back if the issue persisted.